Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had recently started ilet therapy experienced hyperglycemia with a fingerstick blood glucose of 482 mg/dl while the ilet displayed a high reading; troubleshooting included advising site and supply change and the option to use backup therapy with temporary disconnection, and the user chose to change the infusion site. Symptoms included nausea and balance issues. Outcomes included prolonged elevated glucose for approximately five to six hours without use of backup therapy, no ketone testing, and no medical intervention; glucose later trended down to 318 mg/dl. Investigation included user counseling and troubleshooting support. Investigation of this case revealed an unclear cause of hyperglycemia. It was concluded that the event was consistent with hyperglycemia of undetermined cause with user-performed site change and downward trend in glucose following troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.